Event description:
Sl-plus mia stem loosening at left hip. Revision surgery performed with exchange of the sl-plus mia stem. This case was reported within a follow-up examination of a (B)(4) clinical study.

Event description:
Sl-plus standard stem loosening at left hip (not study hip). Revision surgery performed with exchange of the sl-plus standard stem. This case was reported within a follow-up examination of a (B)(6) clinical study.